Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the left and centered articulated positions; when the device was fired on centered position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
The device could be fired on the interlobar without any problems till the third firing with the blue cartridges. However, when the device was fired on the artery at the fourth firing with the white cartridge, the staple of the acral part and the proximal part were malformed. Although bleeding occurred, the doctor took proper treatment. Besides, after the device was fired on the esophagus at the fifth firing with the blue green cartridge, the staple line opened. As the doctor also took proper treatment for the esophagus by additional suture, there were no adverse consequences to the patient. Reinforcement material was not used. The doctor commented that the anvil had been cleaned after each firing, so that no staples had remained on the anvil. As the bleeding amount of the fourth firing was a little, no blood transfusion was required for the patient. (B)(6).